Manufacturer narrative:
This product was returned to the manufacturer without any report of performance issues or adverse patient effects. A thorough evaluation of the device was performed. Initial investigation of the device was operating in safety mode, but still supported device function. The device case was then removed, and the battery voltage was measured to be at 2.25 volts. An external power source was connected to the battery hybrid, where its current drain was observed to be normal. The battery was then sent to the battery laboratory for further analysis, where it was determined the battery had a non-depleted functional cell with no battery-related issue noted. Detailed analysis was unable to determine a cause of the initial observed battery issues, as the device hybrid current was as expected upon detailed testing.

Event description:
This product was returned to the manufacturer without any report of performance issues or adverse patient effects. The returned device was analyzed and the device was found to be operating in safety mode. Full analysis was completed.